Manufacturer narrative:
H4: the lot was manufactured between december 18, 2023 - december 19, 2023. The actual device was received for evaluation. Visual inspection was performed and issue of leakage was not easily identified by initial visual inspection. Functional leak testing was performed and a leak was identified on the administration spike port bonding area. The reported condition was verified. The cause of the leak could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process, causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked near the injection port. The leak was discovered during delivery to the customer (hospital) prior to patient use. There was no patient involvement. No additional information is available.